Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The ventilator assembly was replaced to allow further investigation, and results show no issue found. The device passed all tests and was returned to patient service. During the issue involving the display unit, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings show no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 the display unit on the arkon turned off during use. The clinician switched to manual mode to ventilate the patient, and rebooted the device to resolve the issue. No injury was reported as a result of this event.